Event description:
It was reported that during a rotator cuff repair procedure the vapr clplse90 electrode w hand cntrls device while using our radiofrequency device, the doctor just started debriding soft tissue with default settings. Tip fragment of product suddenly came loose with the device prompting. Product was removed as whole. No foreign body left inside patient. Another device was used to complete the procedure. There was a five minute delay in the procedure reported. The exact date of this event was unknown but was noted to have occurred in 2025. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics, however photos were provided for evaluation. ¿ visual inspection of the returned photos found that the device was in a used condition. The active tip was completely detached from the device. No other anomalies were noted. The manufacturer performed an investigation of the photos provided with the following results: both images clearly show the active tip has become detached confirming the customer report that the tip fragment came loose. We cannot determine the exact cause of the failure from the images alone and atl UK would need to investigate the physical device to make a firm judgement on root cause. The active tip failure mode seen in the attached images, appears similar to other complaint devices being investigated under a corrective action. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the active tip missing. The power cord and suction tube were missing and had signs of being cut off. The shaft did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was received only in the bag, the device was in a used condition and the active tip was detached from the device. The active tip was not returned. The cable and suction tube were cut off and missing. The electrical and functional testing could not be performed based on the device returned condition. The customer claimed that tip fragment of product suddenly came loose'. The device was returned with the active tip detached and missing cable including suction tube. The similar damage to this was investigated in previous CAPA. The costumer complaint can be substantiated. The physical complaint device has been returned to atl UK for investigation. Visual inspection revealed that the suction tube has been significantly eroded on the returned device indicating that the device has been operated for a long period of time causing the active tip to detach. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that mechanical forces were applied to the active tip which are greater than the design specification. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.